Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to sui. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, infections (bladder), dyspareunia, psychological suffering and she has undergone additional surgeries and revisionary procedures. It was reported that patient underwent mesh revision/removal on (B)(6) 2006. It was reported that patient underwent cystourethroscopy on (B)(6) 2007 due to sui with erosion of the sling and primary repair. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infections (bladder), dyspareunia, and psychological suffering.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 and mesh was implanted due to sui. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that patient underwent mesh revision/removal on (B)(6) 2006. It was reported that following insertion the patient experienced pain, infections (bladder), dyspareunia, and psychological suffering. It was reported that patient underwent cystourethroscopy on (B)(6) 2007 due to sui with erosion of the sling and primary repair.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 1942 due to sui. It was reported that following insertion the patient experienced erosion. It was reported that patient underwent mesh revision/removal on (B)(6) 2006.